Event description:
It was originally reported in that a patient had his output current reduced to 1.0ma due to painful stimulation. The lowering of the output current was reportedly for patient comfort. It was later reported that a patient was having his device programmed off on due to painful stimulation occurring in his chest near the generator. The pain had reportedly become worse since the initial report. No traumatic events were known to have potentially caused the increased pain; only stimulation was occurring. Diagnostic tests were run on the device and showed values within normal limits. X-rays were taken and there were no abnormalities found in review of the x-rays. The patient's nurse believed there was potentially a product problem due to the device previously working without causing the patient pain. No surgical intervention has occurred to date. No further relevant information has been provided.

Event description:
The patient's device was disabled on (B)(6) 2016 due to the pain. No additional relevant information has been received to date.